Event description:
On (B)(6) 2011, pt reported one time when she inserted the introducer needle into her body, she noticed that it hurt. Pt stated she removed the infusion set cannula from her body and it was bent. Pt manually inserted the infusion set. Pt reported she did not notice any issues during insertion and no leaking at the infusion site. Pt stated there was no deviation in her blood glucose level. Pt reported she noticed the issue immediately. Pt stated she noticed this issue one time and the infusion set cannula was bent in one location at the adhesive. Pt discarded the alleged infusion set. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.